Manufacturer narrative:
Covidien reference number (B)(4).

Event description:
It was reported that, the battery on a 980 ventilator will not hold a charge. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.